Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected utilizing unaided eye. Though the product label had been destroyed, no additional anomalies were observed. Testing was performed. IFU testing procedure. Unit was found to performed as intended. Unit completed testing (5 holes) and was found to performed as intended. The DHR (pn: 261221_bn: hc1875) was reviewed and it was verified that there were no anomalies during the manufacturing process. Complaint could not be verified. Unit was found to meet all acceptance criteria. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the 261221 perforator failed to disengage during use. There is no report of injury or delay associated with this event.